Event description:
The customer reported that the skin spacer does not fit on the collimator cover. The o ring is bad. No patient involvement.

Manufacturer narrative:
The ge service rep replaced the skin spacer. The system operates as intended.